Manufacturer narrative:
The actual sample was received at the plant for analysis. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor underinfused medication. This event involved a patient with no patient consequences. No additional information is available.